Event description:
The customer called with a complaint that the numbers were incomplete and they were hard to read. During the trouble shooting process, it was determined that there were several missing segments in the units position of the display. A request was madet o return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been ivited to contact our 24/7 customer service line should any problems or questions arise.

Event description:
A complaint that the numbers were incomplete and they were hard to read. During the trouble shooting process, it was determined that there were several missing segments in the units position of the display. A request was made to return the meter for eval. In the meantime, a replacement unit was provided. The customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.